Manufacturer narrative:
The complaint investigation for observed false reactive results included a search for similar complaints, and the review of the complaint text, trending data, labelling, and device history records. Return testing was not completed as returns were not available. Historical performance in the field of reagent lot using worldwide data through abbottlink was evaluated. The patient median result for the lot is comparable with all other lots in the field and within established baselines, confirming no systemic issue for the product lot. Trending review determined no related trend for the issue for the product. Device history record review of lot 23294fn00 did not show any non-conformances or deviations. Labelling and literature (1) were reviewed which adequately addresses the issue under review. In this case, nonreactive results were obtained on re-test indicting possible sample or reagent handling or integrity issues or instrumentation issues for the original testing. It is possible that the results for this patient sample are false reactive. As the specificity of the assay is not 100%, false reactive results may occur to a certain extent. Based on the investigation, no systemic issue or deficiency of the architect anti-hbs assay, lot number 23294fn00 was identified. (1) interferences in immunoassay, tate and ward (2004), clin biochem rev, vol 25, 105.

Event description:
The customer observed a discrepancy between initial and repeat values for two patient samples using the architect (B)(6) assay. The following data was provided. Sid (B)(6): initial result (B)(6), repeat results (B)(6). The patient is a (B)(6) year old male with complications of type 2 diabetes. Sid (B)(6): initial result (B)(6), repeat results (B)(6). The patient is a (B)(6) year old male tested during physical examination. No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.